Event description:
The technician alleged the side rail was broken and would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail was broken in half. The side rail was raised underneath a boom that was in the room. The technician replaced the side rail, side rail labels, caregiver power control board and the side rail covers to resolve the issue.